Manufacturer narrative:
The gluc3 reagent lot number was 73827701 with an expiration date of 31-oct-2024. The field service engineer found an issue in the rinse tubing. He replaced the rinse tubing and performed all adjustments. The customer performed calibration and qc and they were successful. The service actions (replacing the rinse tubing and performing all adjustments) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient serum sample tested with glucose hk gen.3 (gluc3) assay on a cobas 8000 c702 module when compared to 2 different cobas 8000 c702 analyzers. Initial result: 21.6 mg/dl (tested on the 1st c702). The customer questioned this result and repeated the sample. 1st repeat result: 131.9 mg/dl (tested on the 2nd c702). 2nd repeat result: 130.6 mg/dl (tested on the 3rd c702). No questionable results were reported outside the laboratory. The repeat result of 130.6 mg/dl was deemed to be correct.